Event description:
It was reported that following a urethral bulking implant and upon secondary sub-urethral sling procedure, a small amount of bulking material was found in the patient's bladder. The material was removed and the sling procedure was completed without any further complications being reported.